Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, it was also reported that the customer's cartridge was removed while the case was being taken off. During troubleshooting with technical support, the malfunction alarm was cleared, cartridge reloaded and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.